Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that his infusion device was alarming with a 77 and a 3.0 displayed on the device screen. He stated that the power pack had been in use for a least 2 weeks. The patient did received the information about the power pack recall. The patient was advised to change his power pack every 2 weeks. Tha patient did change the power pack and the infusion device worked properly. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be received for evaluation.